Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was found broken during use and caused pain during the puncture. The following information was provided by the initial reporter, translated from german to english: "needles broken some needles makes pain during puncture and they are broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was found broken during use and caused pain during the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles broken some needles makes pain during puncture and they are broken."